Event description:
It was reported that a gradual increase of the ventricular pacing capture thresholds were observed overtime. The lead was capped and replaced. Patient will continue to be monitored

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.